Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One pacing catheter with monoject limited volume syringe was returned for evaluation. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no open, intermittent or short or conditions observed. The balloon did not maintain inflation due to a pin hole next to the proximal windings. A closer examination of the electrodes found that the bond at the proximal edge of the proximal electrode leaked when the inflation lumen was pressurized. The bond leakage does not have any effect on the function of the pacing electrodes. No visible damage to the catheter or returned syringe was observed. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty could not be confirmed; however, leakage from a gap between the proximal electrode and catheter body was identified. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.